Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The customer reported that leakage was found under the dressing. PICC was inserted (B)(6), treatment was started (B)(6). Pump was discontinued (B)(6). At which time leakage was observed under the dressing from the insertion site. Leak occurred during flushing but not all the time. There was no redness or swelling on the arm. PICC was removed. There was no visible damage to the PICC. Additional information received 1/27/2023: the device was used on a patient and "probably with cytotoxic drugs".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was unconfirmed as the complaint could not be reproduced. The product returned for evaluation was a 4fr sl powerpicc catheter. The returned product sample was evaluated and a leak was not observed. No leaks were observed during pressurization of the sample. The investigation findings did not produce a result based on the description of the event, therefore both confirmation of the reported event and identification of a root cause(s) were not established. Consequently, this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11

Event description:
The customer reported that leakage was found under the dressing. PICC was inserted jan 17th, treatment was started jan 18th. Pump was discontinued jan 20th, at which time leakage was observed under the dressing from the insertion site. Leak occurred during flushing but not all the time. There was no redness or swelling on the arm. PICC was removed. There was no visible damage to the PICC. Additional information received 1/27/2023: the device was used on a patient and "probably with cytotoxic drugs".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regu1734 showed no other similar product complaint(s) from this lot number.

Event description:
The customer reported that leakage was found under the dressing. PICC was inserted on (B)(6) 2023, treatment was started on (B)(6) 2023. Pump was discontinued on (B)(6) 2023, at which time leakage was observed under the dressing from the insertion site. Leak occurred during flushing but not all the time. There was no redness or swelling on the arm. PICC was removed. There was no visible damage to the PICC.